Event description:
Addendum received (B)(6) 2010: additional information notes that the right common/ica stent showed focal narrowing up to 45 to 50% by nascet criteria, the day of the stroke.

Event description:
The pt was a female, with a history of severe pulmonary disease, hyperlipidemia, smoking, and hypertension. The pt also had contralateral carotid occlusion and a previous cea recurrent stenosis. The target lesion was the ostium of the right internal carotid. The lesion was 51% stenosed, 30mm in length and 6mm in diameter. The lesion was severely calcified and mildly tortuous. A precise rx 7x40 was deployed at the target lesion. Post-procedure stenosis was 24%. An angioguard rx size 6 basket was successfully deployed and retrieved during the procedure. There was no neurological deficit when the pt left the angiography suite. The pt was discharged 4 days post-procedure (procedure 2009). Approx a month and a half post-procedure (three months later), the pt had a sudden onset ischemic stroke. The pt had left side hemiparesis which resolved fully in greater than 24 hours, there was no residual deficit. Per the physician, the pt was given IV rt-tpa for the stroke and showed good improvement with resulting very small infarct.

Manufacturer narrative:
Please note the additional information reported, which is in addition to those previously reported. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This (B)(6) study patient underwent carotid artery stent implantation and approximately 6 weeks post procedure suffered an ischemic stroke. This is a (B)(6) female with medical history including severe pulmonary disease, hyperlipidemia, smoking, and hypertension. This patient meets the high-risk criteria for contralateral carotid occlusion and a previous cea with recurrent stenosis. The target lesion was the ostium of the right internal carotid described as severely calcified, mildly tortuous and 51% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. One precise stent was implanted without report of difficulties. Post-procedure stenosis was 24%. There was no neurological deficit when the patient left the angiography suite. The patient was discharged 4 days post-procedure on an asa and plavix regimen. Approximately six weeks post-procedure, the patient had a sudden onset ischemic stroke. The patient experienced left side hemiparesis, which resolved fully in greater than 24 hours, without residual deficit. Per the physician, the patient was given IV rt-tpa (thrombolytic medication) for the stroke and showed good improvement with a resultantly very small infarct. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13372190 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. The positive response to the thrombolytic medication could be suggestive of potential thrombus in an unknown area that had traveled to the cerebral circulation. This patient has multiple risk factors for cardiovascular disease. Review of the information suggests that vessel, target lesion and patient factors may have contributed to the reported event. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries procedures the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. The positive response to the thrombolytic medication could be suggestive of potential thrombus in an unk area that had traveled to the cerebral circulation. This pt has multiple risk factors for cardiovascular disease. Review of the info suggest that vessel, target lesion and pt factors may have contributed to the reported event.